Event description:
It was reported that the customer had high blood glucose and the insulin pump is squirting out the insulin and alarmed motor error during the manual prime process. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to loose motor drive support disk.